Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. There was no difficulty experienced implanting the 29mm navitor vision valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during once procedure. The length of the membranous septum was 4mm and the final non-coronary cusp implant depth was 6.0mm. Post-procedure it was noted that the patient developed a left bundle branch block (lbbb). No intervention was performed. On (B)(6) 2024, it was noted that the patient had a complete heart block along with syncope and fatigue. The patient was hospitalized and the decision was made to implant a permanent pacemaker. The cause of the patient's lbb is attributed to the implant procedure. The cause of the complete heart block is unknown. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged in good condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block (left bundle branch block and subsequent complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the heart block could not be conclusively determined. The reported syncope and fatigue are cascading events of the reported heart block. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.